Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. P-cap locked in place properly during testing. Unit was received with pillowing keypad overlay, scratched case, cracked case, cracked battery thread, cracked battery tube compartment, battery cap contact missing, and broken battery cap. In summary, the customer¿s allegation of cosmetic damage was confirmed during visual inspection when a cracked battery thread, a cracked case, and a cracked battery tube compartment were noted. For additional information regarding the tests performed, refer to (B)(4) ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported crack on the battery tube side. The customer experienced hyperglycemia with blood glucose value of 390 mg/dl. The event involved product(s) mmt-1886. Troubleshooting was performed. Instructed customer to revert to backup plan per health care professional instructions and to place pump in storage mode. No further patient complications were reported. Product mmt-1886 was returned for analysis.